Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in portugal. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, difficulty advancing the delivery system with valve through sheath was noted. Another valve was used and deployed successfully. There were no consequences for the patient. As per product evaluation findings, a liner strand was found from sheath hub and liner tear along the entire sheath shaft.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the sheath shaft was slightly curved and twisted. The sheath liner was fully expanded with a liner tear and liner strand along the entire length of sheath shaft. A liner strand (25cm in length) was observed at 2cm from strain relief. The liner strand was coming out through the proximal end of the hub. Hdpe material was damaged at 2cm from strain relief. A kink on the sheath shaft at 2cm approximately from strain relief. A partial liner delamination was noted at the kink location. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The complaint of inability to advance through sheath was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as the sheath shaft was received curved and kinked, and scratches were present on the hdpe. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. The complaint of sheath liner strand was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) likely contributed to the event as the sheath shaft was received curved and kinked, and scratches were present on the hdpe. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure, resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity, if present, can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath liner making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The complaint of sheath liner torn was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) likely contributed to the event as the sheath shaft was received curved and kinked, and scratches were present on the hdpe. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure, resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity, if present, can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath liner making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.